Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was at eri which the representative noted was probably expected but they weren't able to feel any stimulation. The representation speculated that the patient might be confused and the battery might be at end of service (eos). The patient fell a couple weeks ago and believed the stimulation stopped around that time. They had an appointment at the managing physician's office on (B)(6) 2018 and the representative planned on checking impedances and evaluating the battery further. Surgical intervention was planned but hadn't been scheduled. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the eri was determined to have been a result of normal battery depletion and surgical intervention was planned due to the normal battery depletion. It was not determined the extent of which the patient's fall affected their ins but the patient's impedances were normal. The issues of the eri and patient not feeling stimulation would not be resolved until the battery was replaced. No further complications reported.